Event description:
The facility reported that the packer/chang iol cutter broke in the pt's eye while cutting iol. The broken piece was removed without injury to the pt.

Manufacturer narrative:
The device was returned showing signs of corrosion and pitting which indicate the device was not cleaned and maintained properly.